Manufacturer narrative:
A sample forceps was received in an inner and outer blister without cover foil. It shows surgery residuals. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps shows surgery residuals. After cleaning, it was found that the tube is loose which blocks the forceps from activating. The customer¿s complaint was confirmed. It cannot be excluded that the metal tube loosened and therefore a proper activation was no longer possible. This kind of damage was already detected and investigated. The root cause could not be identified conclusively, but the most likely root cause can be determined to be an improperly performed bonding procedure. The currently valid risk analysis pro-059-01-rmf-e considers the possible risks related to the reported event. With this case, the likelihood of occurrence of the hazard that may cause a patient harm is assessed in the risk management report. The final risk is considered as low. The residual risk remains unchanged and at an acceptable level. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that an ophthalmic forceps tip failed to open or close upon insertion into the patient's eye during a cataract and vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient. Additional information received further clarified that the forceps did actuate properly prior to insertion into the eye, but its action became stuck while inside of the eye.